Event description:
Health professional reported a lap-band port was explanted and replaced due to a "port seal leak." The pt [was]... Missing 1 cc of fluid over several consecutive 4 week visits." The event was "confirmed by clamping tubing and inserting huber needle in to access port and seeing fluid drip out on back side of port-seal leaks."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. It was reported that the device may have been discarded. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing."